Event description:
A tech reported that the equipment turned on but the panel keys could not be actuated during a cataract with iol (intraocular lens) implant procedure. It was reported that the case was completed with the same equipment without delay or harm to the pt. Additional info was provided by the surgeon who stated the case had to be aborted when he was about to perform capsularhexis. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).